Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during screwing in the retrofusion screw with moderate force, the device bent. When the surgeon tried to unscrew the device the screw broke on the proximal part. It was not possible to retrieve the broken fragment. It will remain inside the toe. The performed surgery was an proximal interphalangeal joint arthrodesis. The surgery was completed successfully with a k-wire.